Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2016 with the following findings: a review of the pump¿s black box revealed unexplained pump reboots and cs 052 alarms. During a visual inspection, there was corrosion observed inside the battery compartment and on the returned battery cap. There was no damage found on the returned battery cap. The returned battery cap is able to carefully attach to the pump and was used to complete a 24 hour duration test. There was no power interruptions duplicated during this time. A leak test failed with a battery compartment leak. The pump cover was removed and there was no further evidence of moisture observed on the printed circuit board or internal components. There was no damage to the power circuit found.